Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay investigation results. The device history record (DHR) for the 42 in. (107cm) single port single bladder disposable cuff, part number 60707500700 and lot number z000002281, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) hospital that two 42 in. (107cm) single port single bladder disposable cuffs would not remain inflated during procedures. It appears that the cuffs are leaking at the connection point with the attachment tube. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the cuffs were not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient code: 'no information' is due to lack of customer response after follow up attempts. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that cuff didn't remain inflated during procedure. It appeared to be leaking at the connection point with an attachment tube. No adverse events were reported as a result of this malfunction.